Event description:
It was reported that the wires of the power cord of an em2400, main module were exposed. The issue was noticed during setup. Power cord was swapped with backup to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.